Event description:
A pump with depleted main batteries. It is unknown when this problem occurred. There was not patient injury or medical intervention necessary according to the hospital representative.